Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) year old female pt had a rash on her back. The pt's skin is bright red, itchy and sore and was bleeding. The pt's physician told her to keep the skin clean and use medicated powder. Follow up indicated that the pt's rash was getting better.

Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.